Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a procedure the drill broke off in the bone.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. It is possible that user error contributed to the failure, either by use of excessive force or changing the trajectory of the guide during the drilling process. In accordance with the instructions for use, the user must keep the guide stable during the drilling process to prevent excessive bending force on the drill. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the drill broke off in the bone.